Event description:
During the dissection of the uterus with the thunderbeat olympus device, the device stopped working and an error appeared on the generator. The doctor and olympus rep requested a new handpiece be opened. The planned procedure was then performed uneventful. Patient appeared unaffected. After the procedure she was transported to pacu in stable condition. Rep instructed me that the patient should not be charged for the malfunctioned handpiece and that he would credit the department with a new one for free.device #1is this a laboratory device or laboratory test?no.